Event description:
On (B)(6) 2019, neotract was informed about a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2019. Later that day, the patient presented to the emergency room with complaints of right hip pain and hematuria. A CT revealed a pelvic hematoma which required embolization. The patient received three (3) units of prbcs. On (B)(6) 2019, it was reported that the patient passed a void trial and would likely be discharged on (B)(6) 2019.